Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed an unrecognized "system fault" error message. Complainant indicated that there was no adverse effect to pt due to the reported malfunction.